Event description:
Account alleged that the brakes do not hold. The casters do not hold and swivel. No alleged injuries by account.

Manufacturer narrative:
Technician replaced the brake and brake steer casters. All casters hold and lock normally.